Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer had broken connectors on the board for the sensor. A field service engineer had replaced the defective board; however, the first replacement board was non-functional out of the package, and the second board was incorrect (med cart board with jumper pin). The engineer then installed a correct board, reassembled the drawer, and performed configuration and testing. After the board replacement and connector repair, the hardware test application was executed to confirm that all drawers operated correctly. The affected matrix drawer passed the final test, and the station was restored to full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was jammed and required maintenance. Customer tried to recover the drawer, but issue doesn't resolve. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.